Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this unknown subcutaneous implantable cardioverter defibrillator (s-ICD) had evidence of noise, oversensing and inappropriate shock with events occurring between (B)(6) 2015 and (B)(6) 2016.